Event description:
It was reported that the patient (pt) experienced a connection issue, which led to peritonitis coincident with peritoneal dialysis (pd). The pt stated that after beginning therapy the pt¿s son noticed solution on the floor. There was a disconnection between the patient line and a solution bag. At that time the pt was not hospitalized. On an unreported date after the disconnection issue the pt began feeling sick and was hospitalized for about three days. The peritonitis was manifested by severe abdominal pain. The cause of peritonitis was determined to be due to the disconnection of the patient line from the solution bag. The pt was treated intraperitoneally (ip) with vancomycin (dose unknown) for 2 weeks. At the time of this report antibiotic treatment was ongoing and the pt was recovering from the peritonitis event. Dianeal therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). (B)(6). The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause is not identified. Should additional relevant information become available, a follow-up will be submitted.